Manufacturer narrative:
Patient weight now provided.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement mvs interface cable shipped to site (B)(4) 2016. Medtronic investigation of returned suspect mvs interface cable confirmed reported failure. Failed bench level testing. Continuity test passed. Cat 6 cable testing, gbit and 100t tests. The 100t test failed showing open between lines 1 to 3 and open between lines 2 to 6. The gbit test passed. Both gbit an 100t testing were performed using a cable validator-nt900. Passed visual inspection. Electrical failure. On (B)(6) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Biomed representative replaced the mvs interface cable. Issue resolved. System found to perform as intended. No further issues have been reported.

Event description:
A site biomed representative reported that, while in a spinal fusion procedure, the site's imaging system lost connection from the mobile view station (mvs) to the image acquisition system (ias). They brought in a second imaging system to continue the procedure. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the second imaging system. There was no delay of therapy. There was no impact on patient outcome.